Event description:
Customer reported to beckman coulter, inc. (Bec) that she was having trouble calibrating electrolytes on the unicel dxc 600 synchron system. Customer reported that after several attempts she was able to pass calibration except for calcium. Customer reported that she noticed there was liquid underneath the ion selective electrolyte (ise) spill tray above the ise reagents, below the ise module. Bec customer technical specialist (cts) instructed the customer to check the ise module area to determine the source of the leak. Customer reported that there was fluid on the eic cup and the drip tray. Cts guided the customer in cleaning and flushing the eic cup following the procedures in the instructions for use. Customer indicated that she re-assembled the eic cup, primed the system 10 times and no leaks were seen from the eic cup or the two solenoid valves. Cts instructed the customer to recalibrate the electrolytes and run quality controls. Customer reported that erroneous results were generated. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.